Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/jul/2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "mild lympho histiocytic inflammation". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2, d4, d6(a), g4, h4, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "mild lympho histiocytic inflammation". The device has been explanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.